Event description:
It was reported, while in the cath lab, the md used a sheath to insert the iab via the femoral artery. After an unspecified time, the high-pressure alarm occurred. The md removed the iab and replaced it with a 30cc iab. The membrane of the iab removed had blood in it. There were no reported patient complications.

Manufacturer narrative:
A follow up report will be filed if more information becomes available.